Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and without the requested clinical information, radiographs, labs, dressing changes, physical therapy or the root cause of the drainage which led to the revision cannot be concluded but it¿s not likely a failure of the implanted device. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that after the first revision the patient got a second revision due to a continued drainage at the wound.